Event description:
Patient reported that she went swimming with the pump and when she got out she noted water behind the display and buttons unresponsive. Patient changed battery and all buttons on pump are unresponsive. Patient reported keypad is intact however paint on ok button is worn. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. The up arrow, down arrow and ok keypad buttons were intermittently unresponsive and the contrast key responded appropriately. Evaluation revealed contamination under all of the keypad buttons. Unrelated to this complaint, moisture was evident inside the pump and behind the display lens. The pump failed a leak test that was performed and there was a leak evident at the audio bolus button.